Event description:
Boston scientific crm received information that the patient with this pacemaker experienced a syncopal episode as the device did not provide critical therapy. Upon interrogation of the device, it was noted that the battery status had declared elective replacement time (ert). The device was implanted on (B)(6) 2009. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians confirmed intermittent communication between the device and a programmer. Further testing revealed an appropriate pacing output at lower programmed pacing parameters; however, the device was unable to pace normally at programmed settings above 2.795 volts. The device casing was opened and the battery was removed; an external power source was connected to the device in order to measure the current usage. The device functioned in normal fashion; however, internal measurements noted a high current drain. Detailed analysis isolated the cause of the high current drain to a degraded battery supply capacitor. This high current drain was responsible for prematurely depleting the battery.